Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2011 with the following findings: investigation confirmed that the audio bolus is intermittently responsive and difficult to press. Evaluation revealed that the bolus button plug is misaligned. All other keypad buttons were found to be responding appropriately to button presses, and there were no other keypad defects found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the audio bolus button has been intermittently unresponsive for the past couple of weeks. He stated that he wears the pump in a case on his belt, and denied cleaning the pump.